Event description:
Es-scis malfunctioning, don't cut just 1 use and it was broken. Response- did the physician perform any extra step to complete the procedure/how did physician complete the procedure/? He completed with another instrument, in this case a forced. Was there any significant delay (30 mins) as result of the reported condition? Yes it was, they had to change the instrument and stop the procedure. 1216677-2022-00059 scissors single action es-scis e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Es-scis malfunctioning, don't cut just 1 use and it was broken. Response- did the physician perform any extra step to complete the procedure/how did physician complete the procedure/? He completed with another instrument, in this case a forced. Was there any significant delay (30 mins) as result of the reported condition? Yes it was, they had to change the instrument and stop the procedure. 1216677-2022-00059 scissors single action es-scis e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-no sample returned analysis and findings distribution history, the complaint product was purchased from reda instrument - gmbh. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review a review of the incoming inspection record could not be performed because the complaint product lot/serial number was not provided. Should the complaint product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.